Event description:
It was reported via a legal filing that a female patient who had an initial right knee implant procedure on (B)(6) 2013, claimed she sustained injuries resulting from her knee prosthesis, and was revised approximately 8 years and 8 months post her initial procedure. No further information known. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent revision for cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.

Manufacturer narrative:
No device return anticipated due to this being a legal case.

Manufacturer narrative:
Additional information- a2, b1, b5, b6, d4 all, d10, e3, g4 510k, h4, h6. Type of investigation, investigation findings, investigation conclusions, h7, & h9. D10. Concomitants: optetrak logic femoral component (02-010-01-0320, 2811278). Optetrak logic tibial tray (02-012-41-2010, 2487165). Exactech patella 3 peg (200-02-32, 2776640). H6. Investigation results-the revision reported may have been the result of malalignment between the femoral and tibial components, third body wear, patient-related conditions, instability, or any combination of these possibilities, which led to wear of the polyethylene insert. However, this cannot be confirmed as the device was not returned for evaluation and images of the explanted device and pre-revision radiographs were not provided. These devices are for treatment not diagnosis. There is no other information available.

Event description:
Additional information-revision operative report of (B)(6) 2022-postoperative diagnosis: failed right total knee replacement secondary to wear of the bearing surface.patient came to physician due to increasing swelling. Exam suggested hypertrophic synovitis with large synovial effusion. Synovial fluid was aspirated and showed white blood cell count was low with predominantly lymphocytes and monocytes. During surgery, exuberant synovitis with significant synovial lining hypertrophy. Tibial polyethylene insert was removed and inspected and there was moderate wear of both the medial and lateral articular surfaces. No complications.there is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.